Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for one patient sample tested with alp2 alkaline phosphatase acc. To ifcc gen.2 and gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. No erroneous results were reported outside of the laboratory. The sample initially resulted with an alp2 value of 7 u/l. The sample was repeated twice, resulting with alp2 values of 20 u/l and 280 u/l. The sample initially resulted with a gluc3 value of 14 mg/dl. The sample was repeated twice, resulting with gluc3 values of 135 mg/dl and 136 mg/dl. The sample was also repeated on a blood gas analyzer, resulting with a glucose value of 139 mg/dl. No adverse events were alleged to have occurred with the patient. The alp2 and gluc3 reagent lot numbers and expiration dates were asked for, but not provided. The investigation could not identify a product problem. The cause of the event could not be determined.